Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the pump. Customer stated that they pressed the esc and act buttons to try to clear the alarm, but it did not work. Customer was not pressing any button for 3 minutes or longer. Customer uses an energizer alkaline battery. Customer had to discontinue pump use and is following their medical prescription for insulin shots until their replacement arrives. No further details given.